Event description:
N/a.

Manufacturer narrative:
After the unit was removed for additional evaluation and repairs, the fse was still not able to confirm the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) alarmed frequently for an autofill error. The unit also frequently alarmed: check iab catheter, leak in iab circuit, blood detected, and calibration failure. Since the patient's vitals were stable, the concomitant iab catheter was safely removed from the patient and therapy was concluded. Additionally, it was reported that the optical sensor calibration was impossible. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but unable to reproduce the reported issue. The unit was removed for additional evaluation and repairs. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) alarmed frequently for an autofill error. Additionally, it was reported that the optical sensor calibration was impossible. No patient harm, serious injury or adverse event was reported.